Manufacturer narrative:
Investigation result of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was kinked in the extreme of the strain relief, as well as, near the dongle. The wire was also kinked near the handle. The cannula was in good condition. There was evidence of the flaring process performed during manufacturing. Functional testing could not be performed due to the flare detachment. The device investigation found that the flare was detached, this is contradictory to what was originally reported. This condition does not allow the device to be actuated. The most probable root cause of this complaint is handling damage, as the issue occurred during the handling of the device during unpacking/preparation. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in a procedure performed on (B)(6) 2015. According to the complainant, during preparation, the snare failed to extend from the sheath after it was functionally tested outside the patient. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detached.